Event description:
Patient received an implant on (B)(6) 2012, of a 28 mm bifurcated device and a 28 mm aortic extension (reference MDR number: 2031527-2012-00100). It was reported on (B)(6) 2012, that during a (B)(6) month(s) follow up, patient complained of cold and numbness in both legs with abdominal pain. Patient was converted to open repair. All devices were explanted on (B)(6) 2012, due to total graft occlusion. A surgical graft was sewn in with an aorto femoral bypass. The explanted devices were discarded after removal. The sales representative indicated that the iliacs were totally straight and about 11 mm in diameter with no calcium. The patient is doing well.

Event description:
Patient received an implant on (B)(6) 2012 of a 28mm bifurcated device and a 28mm aortic extension (reference MDR number: 2031527-2012-00100). It was reported on (B)(6) 2012 that during a one month follow up, patient complained of cold and numbness in both legs with abdominal pain. Patient was converted to open repair. All devices were explanted on (B)(6) 2012 due to thrombus occlusion of the bifurcated device and aortic extension. A surgical graft was sewn in with an aorto femoral bypass. The explanted devices were discarded after removal. The patient is doing well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, the medical director reviewed the operative notes from the index and secondary procedures as well as explant images, and indicated that no root cause of the event could be determined. Occlusions are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.

Manufacturer narrative:
Correction was made, under third paragraphs from "all devices were explanted on (B)(6) 2012 due to total graft occlusion." To "all devices were explanted on (B)(6) 2012 due to thrombus occlusion of a bifurcated device and aortic extension."

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.